Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted.

Event description:
Patient was diagnosed with colon cancer that required a colo-rectal resection and creation of anastomosis. Procedure was a hand assisted left anterior resection using a 29mm eea circular stapler to create an anastomosis. Patient did well until post op day 7 when patient developed peritonitis requiring return to operating room for washout, drainage and a diverting ileostomy. Patient recovery went well and he was discharged and transferred closer to home for continued recovery. Surgeon states that the patient did not have any clinical signs of anastomotic problem until post op day 7 which suggests a healing problem rather than a mechanical one.